Manufacturer narrative:
Block h6: imdrf device code a0401 captures the reportable event of handle break.

Event description:
It was reported to boston scientific corporation that a trapezoid rx was used in the biliary during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2024. During the procedure, an alliance handle was used with the trapezoid rx basket in an attempt to crush a 2 cm stone. However, the handle broke. Another trapezoid rx basket was used to complete the procedure. There were no patient complications as a result of this event.